Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the patient presented remotely. Upon review, the right ventricular (rv) lead exhibited noise oversensing, high pacing impedance, and loss of capture. No intervention was performed. No patient symptoms were reported.